Manufacturer narrative:
The device has been requested for return but maquet cardiopulmonary (B)(4) has not yet received the device for eval. A supplemental medwatch will be submitted when additional info becomes available. Refer to exemption code (B)(4).

Event description:
(B)(4).